Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) and updated the software on the graphical user interface (gui) cpu. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator was inoperable and was in a safety valve open condition. The patient was transferred to an alternate ventilator and there was no harm or injury as a result of the event.

Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The component was functionally tested in normal ventilation mode for approximately 159 hours. On review of the ventilator diagnostic logs, no errors were observed and no alarms were observed while testing. The reported failure could not be replicated. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.